Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis. During analysis, the reported issue was able to be verified. Service replaced the motor to correct the reported issue. Service also repaired the pump to correct additional issues found during investigation. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump malfunctioned and exhibited "system failure, call for service" while the patient was trying to load the pump. It was also reported that the pump was never used for delivery. No adverse effects were reported.